Event description:
It was reported that the patient experienced "severe pain" at the catheter site, redness in the face, difficulty walking, swollen hands and feet and a weight gain of 12 pounds in 7 days. The patient also fell about 14 days ago. The symptoms were noted over the past week. The patient was at home; was scheduled to see the managing hcp the day after the report. The pump contained baclofen, preservative-free morphine sulfate, clonidine and bupivicaine (concentration and daily dose were not reported). The pump was last refilled in 2008; no changes in dose or concentration were made at that time.